Event description:
Pt presented for pacemaker generator change with insertion of a new ventricular lead on 2/4/973 pt readmitted 2/8/97. Re-programming of pacer not effective. Microdislodgement of electrode requiring repositioning during a second surgery, 2/11/97. Unk why lead became dislodged.